Event description:
It was reported that subsequent to the implant of a protegen sling, the pt experienced erosion and necrosis of the vaginal wall, dehisence, urethral erosion and "other injuries and damages." The device was not returned for eval.